Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
After a case, it was noticed that the device was defective. The joint between the two circular parts was not complete. The customer did not know if it was usually glued together and the glue broke or if the welding separated, but all the other hrdxs were fine. It was noted that those extenders are used on specific patients for better positioning. The product was not in contact with the patient. There was no patient injury. There was no delay in surgery. Additional information was requested and on 11/27/2014, the following was provided by the regional sales manager. The defective product was noticed during inspection so once the customer noticed it, they pulled out the hrdxs and didn't use it anymore. No other information was provided.